Manufacturer narrative:
Product ID (B)(6). (Lot: 17364); product type: 0624-arctic front catheter; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter and mapping catheter were not compatible due to a kink ed mapping catheter. The mapping catheter was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 228031597 was returned and analyzed. Visual inspection of the pebax segment area showed that the pebax tubing was kinked/twisted at approximately eight inches from loop distal tip. Visual inspection of the introducer showed that the introducer/loop straightener was removed from the returned mapping catheter. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. The insertion test with the balloon catheter was unable to be performed due to the introducer having been removed. In conclusion, the reported issues of a shaft kink and compatibility with balloon catheter were confirmed through testing. The mapping catheter failed the inspection due to shaft-to-pebax tube fitting bond damage and the introducer having been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.